Event description:
It was reported that during a coronary drug elutig stenting treatment procedure, difficulty placing the stent was encountered. The physician used the taxus express2 8.8% 3.50 mm x 12 mm drug eluting stent to direct stent an unprotected left main lesion. The physician inflated the device to 20 atms quickly and then deflated the device quickly. After the stent was deployed the physician was unable to view the stent under fluoroscopy. The stent was found around the edge of the guide catheter. The physician used a snare to remove the stent from the patient without injury or incident. The patient is reported to be stable. No other adverse events occurred.